Manufacturer narrative:
H3 other text : device evaluated by third party service.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's machine flow sensor and system board were replaced to address the issues.